Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position or remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience sierra referenced is filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, a 2.75 x 18 mm xience sierra stent delivery system (sds) met resistance with a 0.014 balance middle weight (bmw) guide wire and became stuck. Both devices were removed together as a single unit and exchanged to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.